Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04008. It was reported the lead may have become disconnected. An x-ray was taken, and the physician determined during the procedure the distal contact of the lead had broken off into the extension. Both the lead and the extension were removed and replaced. It was reported the pt was well and the issue was resolved with surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04008.